Manufacturer narrative:
After further review, this was found to be a non-reportable event. The event does not meet the definition of a reportable death or serious injury as the malfunction of the device did not cause or contribute to a patient death, a life-threatening event, permanent impairment of a body function or structure, required medical or surgical intervention to preclude serious impairment of a body structure or function. Additionally, the reportable malfunctions list indicates that the device in the reported incident would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, MFR# 9617604-2024-00531 will be cancelled.

Manufacturer narrative:
No product returned to verify or replicate the complaint. No photographic/diagnostic evidence of complaint provided by the customer. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned the manufacturer will re-open the complaint for further device analysis. A device history record (DHR) review could not be performed as the lot number was unknown.

Event description:
It was reported that the device did not come with a balloon in the package. There was no patient involvement and no patient harm/adverse event reported.